Event description:
It was reported that a user contacted support about whether to announce and eat breakfast while blood glucose was elevated at approximately 189 mg/dl and trending upward after the ilet algorithm delivered insulin, following intake of coffee with half-and-half. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and guidance to proceed with a regular meal announcement with no alerts, alarms, adverse events, or hospital care. Investigation included case review and troubleshooting with education. Investigation of this case revealed normal device behavior with appropriate algorithm-delivered insulin and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user support need regarding meal timing and announcement with no device-related failure.

Manufacturer narrative:
Initial.